Manufacturer narrative:
Siemens investigation has been completed: based on the calibrant response curve and lack of any calibration drift or diagnostic errors during the time period of the escalated event, the rp500 calcium sensor was stable and functional. A review of ica++ results measured for this specific patient indicated that ica++ values slowly declined over a 3 day period (coinciding with the time of the escalation) and then started to increase. Upon questioning, the customer confirmed that this patient was receiving irenat (sodium perchlorate). Irenat is known to cause pseudohypocalcemia (low ica++) on blood gas systems and is listed in siemens rp 500 operator's guide (10631336 rev b) as an interferent for ica++. The cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The operator of the instrument stated the calibration passed and the aqc were in the expected ranges. The paz file, cx and r1 files were received for investigation. The cause of this event is unknown.

Event description:
The customer reported one discrepant low ionized calcium result on the rp 500 analyzer when compared with a non-siemens lab instrument. There was no report of injury due to this event.